Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-03297 it was reported that the patient presented to the hospital for a scheduled explant procedure. During the procedure, the setscrew in the atrial port of the pacemaker was stripped. The pacemaker was explanted and replaced. The patient's right atrial (ra) lead had failed to disconnect from the pacemaker header. The ra lead was capped on (B)(6)2024. The patient had no adverse consequences.